Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient asked when roughly it shows the ins battery is low, noting that they saw the outline of a controller and it showed a low battery symbol. The patient stated that then the controller said a different message which was a power on reset (por). No trauma, falls, or recent medical exposure were noted to be related to the issue. The patient also reported that since the por they were feeling stimulation quite a bit more intense and they thought the stimulation was stuck at a higher level. No further complications were reported.